Event description:
Additional information received indicating that undersensing occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a low sensing threshold was noted on the right ventricular lead. Diagnostic imaging was performed and revealed no malfunction. The patient was stable and will continue to be monitored.